Manufacturer narrative:
Please note the regulatory report for this event was timely but inadvertently reported under mfg. Report numbers: 1225714-2014-00209 and 1225714-2014-00210 on (B)(6) 2014 for the patient with the same name. This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event and subsequently expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This regulatory report is being redacted, and therefore, should be disregarded, as this event for this patient was reported under manufacturing report numbers 1225714-2014-03880, 1225714-2014-03881 and 1225714-2014-03882.